Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no adverse impact to customer's blood glucose level. Customer will continue to use current pump.